Event description:
On (B) (6) 2008, patient was implanted with perigee graft. On (B) (6) 2009, patient reported hysterocele. Severity was reported as severe. Site determined event was not related to device but definitely related to procedure. Intervention: vaginal hysterectomy on (B) (6) 2009. Condition was resolved.